Event description:
The customer contact reported a tubing separation. After an unspecified length of time in use, the tubing separated proximal to the flow regulator. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information know by the reporter upon query by hospira personnel.